Manufacturer narrative:
(B)(4). The lens was not implanted; and therefore, not explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) within the preloaded delivery system, failed to deliver the lens into the eye as the push rod overrode the lens. Further information indicated the lens had patient contact and therefore would have been inserted or partially inserted into the patient's eye.

Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. A search on complaints related to production order was conducted and revealed that no other complaints were received for this production order number. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product malfunction or a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.